Event description:
Comsumer claims to have been pierced with the inverness ear piercing system at a retail vendor on event date. Consumer sought medical treatment for an infection at the ear piercing site approx two weeks post event. Consumer was prescribed antibiotics. Again sought treatment one week later and incision and drainage was performed. Eleven days post event, was administered i.v. Antibiotics and was continued on oral antibiotics.